Manufacturer narrative:
Corrected information: the unique identifier (UDI)# is (B)(4). It is unknown if the initial reporter is a health professional. The device was received and evaluation was completed. The device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The symptom "turns off without user input" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input and without an alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.